Event description:
Boston scientific reported that this lead was explanted due to oversensing and asystole less than 2 seconds.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection demonstrated a rubbed through insulation approx. 9 cm distal to the is-1 connector pin. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics and the location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The cuts in the insulation and the deformations of the outer conductor coil occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.